Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 340 mg/dl lasting approximately nine hours after receiving an unspecified eye injection while using the ilet bionic pancreas. The user changed the insulin cartridge, and glucose values subsequently trended down into range. Device alerts for high glucose were acknowledged, and no external assistance or medical intervention was required. Reported symptoms included fatigue. Outcomes included resolution of hyperglycemia after the cartridge change and return of glucose to mid-range values. The investigation included complaint intake review, user troubleshooting, and education. Investigation of this case revealed no device malfunction and no component failure. The event was assessed as hyperglycemia of unclear cause, possibly associated with the concurrent clinical injection, and managed through standard troubleshooting. Based on previously established findings for similar reports, the cause was determined to be inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.